Manufacturer narrative:
The device referenced in this report was not returned to olympus. It is unknown if the duodenoscope involved in the reported patient infections is an olympus device. Olympus will continue to investigate this report and will provide a supplemental report if additional information is received.

Event description:
Olympus received a clinical article on november 1, 2016 titled, ¿successful control of an endoscopic retrograde cholangiopancreatography (ercp) associated noscomial outbreak caused by klebsiella pnuemoniae carbapanemase (kpc) producing klebsiella pnuemoniae in a university hospital in bogota, colombia.¿ the article reported that between january and february of 2015, three patients were identified with kpc-producing k pneumonia related with ercp procedures; however, the first patient presented with the infection prior to the procedure. The other two patients were reportedly became infected after the procedure. The author reported that clinical isolates were blakpc gene carriers and were clonal. Routine surveillance cultures of the endoscopes were repeatedly negative during the outbreak; however, the strain was reported to have been isolated from one unidentified duodenoscope (model and serial number unknown). The author reported that the implementation of reprocessing equipment according to the recommendations of the cdc, staff education, elimination of reuse, and incorporating monitoring using bioluminescence and microbiological cultures allowed the control of the outbreak. A weekly surveillance culture of duodenoscopes was performed for a year and there have been no new cases of infection since. Based on the information from the clinical article, olympus is submitting 2 initial mdrs to account for the two patients that became infected after the procedure. This is 2 of 2 reports.